Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-06109 it was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.